Manufacturer narrative:
Additional information received indicates a revision procedure was performed and the rv lead was extracted. No additional adverse patient effects were reported. At this time the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Additional information received indicated the pacing impedances have risen to 2,200 ohms. Additional testing was again performed and could not be reproduced. A boston scientific technical services consultant discussed a potential lead issue and stated it was the physician's discretion to determine the next steps.

Event description:
Boston scientific received information that this right ventricular (rv) lead had an increase in pacing impedance measurements from 800 ohms to 1,750 ohms. Pacing threshold measurements had also increased from 1.25 volts to 1.75 volts. The shock impedance measurements and intrinsic amplitude were stable. There was no evidence of noise or any stored episodes. Attempts to create noise was unsuccessful. The patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments was performed. The returned lead was severed 226 millimeters (mm) from the terminal pin; terminal end segment and a tip segment. The total length was 607 mm. Setscrew marks were noted on the is-1 terminal pin and on the distal (high voltage) hv terminal pin, however there were no discernible setscrew marks noted on the ring. An extracting stylet was returned stuck in the tip segment of the lead. The proximal end of the distal spring electrode was separated from the lead body insulation and medical adhesive (ma) was noted. There were surface cuts noted in the insulation. Bunching of the gore was noted on the rate/sense (rs) negative. Abrasion was also noted on the gore of the distal spring electrode. A cap of calcification was on the mesh tip of the lead. An x-ray was performed on the length of the lead and no issues were noted with the conductor coils other than stretched rs negative conductor coils in the tip segment. Additional testing was conducted with a pacing system analyzer and diluted phosphate buffered saline. The distal end of the lead was placed in the saline such that the electrodes were completely submerged. A bipolar paced impedance test was conducted at 5 volts in vvi mode. The result was "electrode" which is a greater than 3,000 ohms impedance measurement. A comparable lead (full lead) was tested and had a pacing impedance of 320 ohms. The high impedance was confirmed by analysis. A layer of calcification had built up on the lead's mesh tip creating a non-conductive barrier between the lead mesh tip and the patient's heart tissue, therefore gradually increasing the impedance seen by the device over time. Prior testing has shown that as the calcification is removed, the impedance drops. This lead was implanted with another manufacturer's device, therefore we were unable to obtain a printout of the device impedance history.

Manufacturer narrative:
A boston scientific technical services consultant recommended that they continue to monitor this lead, as the pacing thresholds were still appropriate and the patient was not pacemaker dependent. The specifications for the pacing impedances for this lead allow up to 1,800 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated the pacing impedances were now greater than 3,000 ohms. Pacing threshold measurements have continued to increase to now 2.25 volts. Intrinsic sensing was 11.6 mv. There were no evidence of noise in any stored episodes stored noise could not be reproduced. All available information indicates the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.